Event description:
A customer reported to baxter (B)(4) that during therapy precipitation was seen. There was no patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and were found to acceptable. A review of our complaint records confirms that no other similar complaint was received for this batch. No trend identified for this product code and complaint type. Analysis of samples from previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter is actively working to solve the issue and despite having already introduced several mitigation steps, the risk of precipitation has not been totally eliminated. Baxter is currently implementing an additional mitigation that is expected to further improve the safety profile of the product. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.